Event description:
It was reported that the programmer was blocked due the following system message "cannot access manager core". A workaround was executed and the programmer became functional. Preliminary analysis showed that the subject programmer abrupt power off had occurred during retrieving data phase after the end of an interrogation session. This had caused a corruption of the database.

Event description:
It was reported that the programmer was blocked due the following system message "cannot access manager core". A workaround was executed and the programmer became functional. Preliminary analysis showed that the subject programmer abrupt power off had occurred during retrieving data phase after the end of an interrogation session. This had caused a corruption of the database.